Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the bottom part of the cannula that connects to the circuit is split in half. No patient injury reported. The condition of the patient is reported as "fine".

Event description:
The complaint is reported as: the bottom part of the cannula that connects to the circuit is split in half. No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned; however the customer provided a photo for evaluation. The manufacturer (salter labs) reports: "the investigation was performed based off of the image however it did not clearly show the defect. No disconnects can be seen. Judging by the circled area, and written complaint, the most likely issue is a disconnect between the tubing and wye connector. Since the unit is still in its original packaging the issue likely occurred during assembly. Tubing disconnects are usually from a lack of adhesive or the tubing was dipped in the adhesive but not inserted quickly resulting in premature drying. The cannula assembly is a manual operation and this does occur on a very low complaint rate per million units sold. While we were not able to determine a specific cause for the bond failure, please be advised that salter labs has long used several in-process manufacturing controls to assure the quality and strength of our cannula bonds. This includes, but is not limited to, extensive operator training, custom fixtures to control solvent dipping length, and routine sample testing of bond strengths throughout each shift, utilizing both nondestructive and destructive test methods.